Manufacturer narrative:
The field service engineer (fse) discovered a loose tubing at fitting 3 on manifold mf207 and a gouged o-ring. The fse proceeded to replace the o-ring, secured the fitting, and trimmed the end of the tubing to resolve the first leak. The fse found the second leak was caused by a hole in the tubing at fitting 7 on pinch valve vl283 at manifold mf206, and the fse trimmed the end of the tubing, tightened and secured the tubing to resolve the second leak. While flushing the flow cell to troubleshoot the differential and nucleated red blood cell (nrbc) flags and flow cell error, the fse noticed a plug of unknown origin which entered the sensing area of the flow cell and could not be dissolved or removed with manual or automatic flushing. The fse replaced the flow cell, and flushed the distribution valve sample line and the waste lines exiting the distribution valve to resolve the flow cell errors. The fse also replaced the sample line that leads into the distribution valve as preventative maintenance. Results: failure mode of the flow cell errors is a plug of unknown origin which was visible in the flow cell. (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported discovering two leaks while troubleshooting for differential and nucleated red blood cell (nrbc) flags, and flow cell errors from the unicel dxh 800 coulter cellular analysis system at the customer's site. The volume of the leak is unknown but the leaks were contained within the volume, conductivity, scatter, and nrbc (vcsn) module. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and safety glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.